Event description:
A legal claim was raised. The patient was implanted biolox option hd/adpt, 12/14, 40 x +7 on the right side on (B)(6) 2014. Th patient was revised to loosening of the stem and femoral fracture on (B)(6) 2014. The following statement was reported: "patient had complication to her femoral component in the right hip. At that time, she presented with a femur fracture and a loose femoral component. When the surgeon took her to the operating room he found that she had some bone ingrowth on the lateral side fo the stem and that there is obviously some bone in growth on the broken porous coating that stayed behind and had fallen off the stem. Stem came out with a little bit of difficulty and she was revised to a depuy corail stem. A month later it appeared the lesser trochanter had displaced a little bit of the rest of her femur bone and there may be a fracture at the base of the greater trochanter. She continued to have a little bit of pain and discomfort from the lesser trochanter being avulsed but did okay."

Manufacturer narrative:
Possible causes for the reported event according to dfmea: malfunction of tha (wear, fracture, dislocation etc.), due to wrong size of head diameter and/or offset, wrong taper size combination: possible, as patient data reported that the cup was initially positioned at 53 degrees of inclination, which is slightly above the suggested inclination angle. Patient behaviour led to premature failure, due to inadequate information during patients counseling by surgeon. Possible, as it was reported that the first dislocation occurred after trauma. This could have contributed to the second dislocation. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
Additional information received on 08/03/2015. It was reported that the patient hip dislocated post-traumatic for the second time and the implant was revised. Neither implantation nor revision reports contained any conspicuous information. Review of patient history and review of x-rays (dated (B)(6) 2014) after first dislocation were performed. It stated that: "the anteversion angle is about 25 degrees and that inclination angle around 53 degrees. After this dislocation the implant was reducted. No signs of loosening and in general seemed to be well fixed". On the same document, the surgical report of the revision performed after the second dislocation stated that the first dislocation occurred post-traumatic.

Manufacturer narrative:
Additional information received on 06/10/2015. The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A legal claim was raised. It has now been reported that the patient was revised due to pain after a fall.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).